Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving a notifier. The device was found to be in back up vvi with no high voltage therapy available. Device was explanted and replaced.